Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a cooling malfunction, and t4 temperature did not drop. Mixing pump was working normally, and no freezing of the chiller pipes was observed when the device was in operation. This was an out of box failure case. Per review of wo on 19jun2024, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is failed I/o card on card cage. The device was evaluated upon receipt. Mixing pump was not working due to i.o. Board. Installed test i.o. Board to complete decon. Replaced I/o card. The arctic sun 6000 stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a cooling malfunction, and t4 temperature did not drop. Mixing pump was working normally, and no freezing of the chiller pipes was observed when the device was in operation. This was an out of box failure case. Per review of wo on 19jun2024, there was no patient involvement.